Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Loose pieces of strings- tampax lite tampon [device breakage] case narrative: consumer reported via social media that the tampon strings were loose. No injury was reported.